Event description:
According to the initial information received, a 6/8mm amplatzer duct occluder (ado) was chosen for the procedure and implanted. However, after the second aortogram the ado was found to have embolized to the right pulmonary artery. The ado was percutaneously removed with a 6f bioptome and a 10/12mm ado was implanted successfully. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Event description:
It was reported that during a low anterior resection procedure, when the plastic trocar was placed in the detachable head of the anvil and placed inside the patient by sutures, the plastic trocar snapped off and the surgeon had to remove the sutures to get the product out. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that the device arrived in good visual condition, void of staples and the breakaway washer uncut. The tip of the ancillary trocar was lodged inside the anvil. After further analysis, it was noted that the locking springs on the anvil were scratched. This is consistent with grasping the anvil incorrectly. If torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. To detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. In addition, it should be noted that when attempting to reattach the detachable trocar, do not clamp across or grip on the locking springs as it will not release the ancillary trocar. The device was tested for functionality at the high-b setting using a test anvil and it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.